Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). The lot was manufactured between february 07, 2021 - february 08, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered prior to use. There was no patient involvement. No additional information is available.